Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient's mother reported, that after the patient's infusion device was hit, a black spot appeared on the display that affects the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.